Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient's injury was reported.

Manufacturer narrative:
Company representative evaluated the system and duplicated the problem. An issue was identified with the system's ambulatory telepack. Customer was accommodated with a replacement telepacks.